Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staplers are sticking when the handle is activated and sometimes the staples do not come out. The patient's condition was reported as fine.